Event description:
Customer reported being hospitalized due to high bg/dka. The cause of hospitalization (as per md)was dka. The customer used infusion sets for longer than three days. Pump programming was also incorrect. Assisted programming the pump and explained the impact of incorrect programming on blood glucose.